Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a low battery. The customer¿s blood glucose level was 7 mmol/l. Troubleshooting was performed. The customer did not receive a weak battery alert after inserting the current battery. They were advised to clean the battery cap with a dry cotton swab. They were instructed to wait 5 seconds before inserting a new battery that was not expired and was not stored in a cold environment. The customer was advised to monitor the insulin pump and call back if the issue recurs. The device will not be returned for analysis.